Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during the preparation of a 3.0x38 mm multi-link coronary stent system while removing the stent protective sheath, the stent dislodged from the delivery system. The stent was not used and there was no patient involvement. Another unspecified stent was used to successfully complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the reported stent dislodgement prior to use appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.d4: lot number updated.

Event description:
Subsequent to the initially filed report, the following additional information was received: another multilink stent was used to successfully complete the procedure. No additional information was provided.